Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak occurring after implant could not be determined from the pre-implant films provided. Films during implant of the stent grafts and endoanchors were not available for review, and assessment of the reported endoleak could not be performed. However, it appears highly likely that implanting into the challenging neck, which was short (<(><<)>(><(><<)><(><<)>)>5mm), conical-shaped, and moderately angulated, likely contributed to the type ia endoleak. Additional information received reported that during a follow up CT, no endoleak was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 7.2cm abdominal aortic aneurysm with approx 5mm of proximal neck length. It was reported that after implantation of the endurant bifurcate and the placement of 6 helifx endoanchors, both in good proximal position, a completion angiogram showed a type ia endoleak. As per the physician the cause of the event is anatomy related and was due to the short, conical proximal neck. It was reported that intervention was performed, diagnostic angiogram demonstrated approximately 1mm of proximal neck could be achieved by placing an aortic cuff. The physician made the decision to balloon the proximal stent graft several times, with the addition of 8 endoanchors implanted at the proximal end of the stent graft. A follow up angiogram showed a significant reduction of the endoleak after the intervention. No clinical sequelae were reported and the patient will be re-evaluated at a later date.